Manufacturer narrative:
For error 5 (error: blood application), product labeling states: "power the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger. If the problem persists, call the roche customer support center." The test strips have all been used by the patient and will not be available for return. The meter was requested for investigation but has not been received at this time. If the meter is returned in the future, a follow-up report will be submitted on a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation is lay user/patient.

Event description:
There was an allegation of a questionable inr result for one patient tested with coaguchek xs meter with serial number (B)(4) compared to acl top analyzer with hemosil reagent laboratory method. On (B)(6) 2021, the result from the meter at 11:14 am was 4.2 inr. The result from the laboratory was 3.1 inr. The laboratory test was done within four hours after the meter reading. On (B)(6) 2021, the patient received an error 5 message (error applying blood to the test strip.) The patient repeated the test on the same finger and obtained a result of 2.1 inr. The patient was advised to obtain blood from a new finger but received an error 5 message again. The therapeutic range is 2.0-3.0 inr.